Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient claims that error code service required is showing on machine. It is also not blowing any air. She has replaced tubes, unplugged/plugged machine in and it still gives error code. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient, and the device was not in use at the time of the incident. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of pca electrical damage. The device's downloaded logs were reviewed by the third-party service centre. There were multiple error code found. The third-party service center concludes that they confirmed the customer's allegation and there was pca electrical damage and unit got scrapped.